Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # l91z2n. (B)(4). Conclusion: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: ¿replace instrument¿. The device was tested on generator and it was found that the max and min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect internal components. During analysis, moisture was discovered in the instrument. Since we are unable to determine how this condition impacted the performance of the device, we cannot determine root cause of the issue associated with this inquiry. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion and/or moisture to the device; the moisture may be evidence of reuse or reprocessing. Please notify us of any processes or conditions that could have contributed to the moisture discovered in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code "replace instrument". Another like device was used to complete the procedure. There were no adverse consequences for the patient.